Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the sample was connected to an oxygen tank regulating oxygen flow to 15 lpm. The device inflated correctly. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Event description:
Customer complaint reads: "for a patient under 15 liters, the balloon does not inflate or very little. Another mask was used but with the same issue. The patient desaturated until 77%. Using the other mask the saturation went back up to 88% but with difficulties." (First event captured in MDR #3004365956-2019-00070). Clinical consequences reported "desaturation of the patient. A mask from an ambulance was used and the saturation went back up to normal and the balloon was perfectly inflated. I don't know what was the device used by ambulance."

Manufacturer narrative:
Qn# (B)(4). The device involved was not returned for evaluation by the manufacturer. The device history record of batch number 74k1602223 that belongs to catalog number 41007 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved in this complaint. Root cause cannot be determined. Corrective actions cannot be established. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint reads: "for a patient under 15 liters, the balloon does not inflate or very little. Another mask was used but with the same issue. The patient desaturated until 77%. Using the other mask the saturation went back up to 88% but with difficulties". (First event captured in MDR #3004365956-2019-00070). Clinical consequences reported "desaturation of the patient. A mask from an ambulance was used and the saturation went back up to normal and the balloon was perfectly inflated. I don't know what was the device used by ambulance".